Manufacturer narrative:
Visual analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout device or ports. Performance analysis: blood side pressure integrity testing was performed at three liters per minute with twenty-three psig of back pressure for ten minutes. During the test a leak from the hex (heat exchanger) side seam was observed. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure test results prior to distribution. Patient information was not provided to medtronic. (B)(4).

Event description:
Medtronic received information indicating that during the priming phase, using this affinity nt oxygenator, a leak was observed at the mandrel-heat exchanger bond. The leak was reported as a leak at the oxygenator near the heat exchanger. The device was changed out with no adverse patient effects. Upon product return to medtronic evaluation of the device was performed. Analysis revealed a leak at the heat exchanger side seam bond. This heat exchanger side seam leak was identified during product return analysis and was not reported by the customer.

Manufacturer narrative:
Follow-up report submitted to provide additional investigation results. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.